Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause effect was not yet known, they had an appointment on (B)(6) 2025. They stated that the fall was on their right arm, elbow, and right hip. There was a big bruise. They noted getting hit by a big truck on (B)(6) 2024. When asked about the cause of the return of symptoms they stated that it was unknown. They stated that the most likely cause was them sliding on their nenoleum while chasing their dog through the kitchen floor. They hit hardwood flow. After their three-day hospital stay, they took their nenoleum floor out, so it was safe there now. When asked about the steps taken to resolve the issue, they stated that on (B)(6) 2025 they took their slippery floor out of their kitchen and also slow down. The issue was resolved. They noted that they would provide further details and results after their appointment on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their symptoms returned slowly since the patient had a bad fall on (B)(6) 2025 and was sent to the emergency room. The patient said they lost control of their bladder after the fall and instantly peed and had to be taken to the bathroom and was not able to poop for a while. They mentioned that they got a bruise as well. The patient mentioned that they got out on (B)(6) 2025. They mentioned that they had at least 50% therapeutic benefit now compared to 75% after the ins was implanted. The patient also mentioned they got on a car accident after a week that the ins was implanted and it felt like their rib cage was snapped in half. They were brought to the ER as well and got an x-ray and reported that there was no major injury. Patient mentioned that they were put to sleep for 5hrs to put her arm back. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6) 2025 the patient called back trying to get a hold to their doctor but they don't have phone number for the doctor. Provide phone number of hcp.